Manufacturer narrative:
Device received in very clean condition, no noticeable coagulate on the jaws. Ratchet lock was in the "off" position. Jaws open and close smoothly, blade advances and retracts with no binding observed. Teeth mesh properly. Device activated to the correct generator default (10mm cutting forceps vp3-45) confirm regrasp errors when jaws are clamped tightly on test tissue. Coag as normal when jaws slightly loosened. No action was taken, device worked as designed, when jaws make contact with one another, the device shorts out and the generator displays "regrasp error". Refer to the IFU caution statement: "if forcep jaws come in contact with each other when the power is activated, the instrument will short out. Simply release the jaws so they are not in contact with each other and the forceps will become operational."

Event description:
A surgical tech reported a malfunction with the pks cutting forceps. During a lap suprapubic hysterectomy, the surgeon began to cauterize, at which time, the pk machine beeped and instructed the surgeon to regrasp the forcep. This repeated 3 times before the surgeon opted for a new device. Once a new device was obtained, there were no further issues. No injury to the pt.